Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient experienced high blood glucose level event on (B)(6) 2026. The patient's blood glucose level was treated with bolus manual injection. No further information available.